Manufacturer narrative:
Other, other text: d4 and g5 are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump had an underdose issue. No patient injury reported.